Event description:
The customer reported being hospitalized for low blood glucose. No blood glucose reading was reported. Troubleshooting was performed. The customer stated that the bolus wizard button was unresponsive. The programming on the insulin pump was fine. The bolus history revealed two different alarms. Ran a self-test and the test was completed. The amount of insulin in the reservoir matched with the amount of insulin on the status screen. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.